Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported they verified using known good patient circuit, result: unable to build patient circuit. Checked all tubing for leakage, all tubing are properly secured and no leak. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported unable to build circuit pressure on the 3100 a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.